Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation the device's lcd screen was found to be physically damaged and unable to be read. The device's lcd screen was replaced to address the issue. Additionally, not related to a reportable issue, the device's particulate filter, blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, air inlet foam filter, muffler assembly, system bd tubing, blower chassis tubing, fio2 tubing and low o2 flow tubing were replaced due to contamination and yellowing. The device's three-way solenoid valve was replaced to address a low minute ventilation alarm. This alarm is a patient settings alarm and would not affect the device's ability to deliver therapy as designed. The device's connection cover was missing and was replaced.